Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had knee surgery 2 weeks ago and her blood glucose has been running high ever since. Customer's health care professional advised to change the basal rate. Customer took a correction bolus for her blood glucose reading of 406 mg/dl. Customer did not want to troubleshoot for her high blood glucose since she knows that they are high due to the knee surgery and to being on pain medication. Customer was assisted with making changes to the basal settings. Customer's blood glucose was at 167 mg/dl.